Event description:
As reported for this issue by the olympus representative, the device yielded no image. There is no harm to any patient or persons.

Manufacturer narrative:
The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation and customer follow-up. B5: updated with information received. The device was evaluated where no abnormalities were found though there were several technical defects such as the housing was loose, there was a missing screw on the mount unit and the locking was not working properly. Based on the results of the investigation, it is likely the proper vision of the rigid endoscope could not be obtained due to the faulty locking lever function of the scope mount, causing the device to not connect with the rigid endoscope properly and wobble. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event was identified at the start of a ureteroscopy procedure. The procedure was completed successfully with a similar camera.